Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal device was used after an ais procedure (9fr sheath). As hemostasis failed, the suture was cut and the device was removed from the patient, and then manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved. After the procedure, there was coldness in the right leg of the patient. The physician took catscan images and identified the anchor and collagen in the vessel. The collagen slipped into the vessel caused reduced blood flow of the right leg and the vessel was partly occluded. The patient is under observation. The procedure before deploying the device was ais. A pre-deployment angiogram was performed. The size of the sheath ancillary used was unknown. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. Non-serious health damage. The patient is under observation. The blood loss was less than 250cc's. Right femoral artery puncture. Catscan performed to diagnose the vascular insufficiency. There was no other devices or equipment used with the reported product.